Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. A visual inspection of the returned devices revealed that the stylets and stoppers were missing and not returned with the devices. Additionally, multiple slight bends were observed along the needle sheath. The handle appeared normal. When the needle slider was pushed in the distal end direction until it reached its limit, it was observed that the needle extended within the sheath but did not extend beyond it. No physical damage to the metallic needle was observed. Testing was conducted and everything fell within the specification limits. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sheath guide of the single use aspiration needle was drawn when retracting the needle from the kit, and it was impossible to remove the needle. The issue was found during a diagnostic radial endobronchial ultrasound. The procedure was prolonged for an unspecified amount of time. The procedure was completed with another device and the condition of the patient was not impacted by the failure. There were no reports of patient harm.